Manufacturer narrative:
(B)(4). Returned meter was evaluated with no defect found. Test strips were not returned. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-124mg/dl fasting. Verified test strips expire 02/17/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 427mg/dl and 381mg/dl fasting. Reviewed meter memory (B)(6). Memory concerns:with 406mg/dl customer is comparing her meter with another meter. Customer is only concerned with the meter comparison result.